Event description:
It was reported that when the doctor was using to drill tunnel, the drill snapped. No patient injury was reported.

Manufacturer narrative:
One 72202971 4.5mm cannulated flex drill received. The complaint stated: "it was reported that the orthopedist was using the flexible reamer to drill his tunnel through the lateral femoral cortex, as the drill was advancing up the guidewire and into bone, the tip of the bit broke off into 2 pieces, fortunately he was able to removed the piece from the patient without any issues. No delay and a backup was available to complete the case." The drill returned has dull blades at the distal tip. There are dings on the blade edges as well. Per IFU: "this is a limited reuse device based upon the sharpness of the drill tip." There are sprung coils. This device is intended to flex but not be bent. The coiled section is sensitive to inadvertent over torque pressure. The IFU explains: "do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges. Use of drills with that have worn or dull tips can result in breakage." No root cause related to the manufacture of this device was determined. No further investigation is warranted at this time. Informationd received.

Manufacturer narrative:
Additional information. User facility / importer report number: (B)(4). Correct event description.

Event description:
It was reported that the orthopedist was using the flexible reamer to drill his tunnel through the lateral femoral cortex, as the drill was advacing up the guidewire and into bone, the tip of the bit broke off into 2 pieces, fortunately he was able to removed the piece from the patient without any issues. No delay and a backup was available to complete the case.